Event description:
Reporter indicated that the patient has nerve damage as a result of the vns implant surgery. Investigation to date has been unable to determine whether the patient was diagnosed with nerve damage by a physician. Neither the treating neurologist nor the implanting surgeon made a diagnosis of nerve damage for this patient. The patient had initially reported to the manufacturer that they were experiencing hoarseness on a constant basis and felt as if the lead coil was tight around the vagus nerve. Follow-up with treating neurologist revealed that stimulation was initiated in 2002 at which time the patient made no mention of hoarseness although they were slightly hoarse at that office visit. The patient reported 1 wk later that they were "doing great" and did not sound hoarse at all at that time. Treating neurologist planned no intervention at that time and was going to monitor the patient's progress. It was reported that the patient has major anxiety, is usually a nervous person and may have over reacted when they reported the constant hoarseness. Investigation was closed upon the patient's report that they were doing fine, but was re-opened when the patient later reported 1 mo later that their device was being activated by computers, cd players, tape decks and other sorts of electronic equipment. The patient reported that when these events occur, they are unable to stop stimulation using the magnet. All device diagnostic testing performed was within normal limits, indicating proper device function. The patient's normal mode output current was programmed to 0ma 1 wk later, but the patient reported that they were still feeling stimulation and experiencing voice changes and chest pain with the device programmed to off. Additional device diagnostic testing (including monitoring of patient's heart rate) was again within normal limits with no increase in heart rate with stimulation. The patient requested that the device be explanted because they believed that it was malfunctioning, but with stimulation. The patient requested that the device be explanted because they believed that it was malfunctioning, but then 1 mo later requested that stimulation be re-activated at very low settings instead of explant because they had an increase in seizures without the vns therapy and believed that their side effects were not related to the vns after all. In 2003, the patient again requested that stimulation be discontinued because they believed that stimulation was initiated by being around computers and satellite dishes. The device was again programmed to off and remains off at this time. Treating neurologist plans to leave the device off for a while to see if the patient's problems resolve.